Manufacturer narrative:
Investigation results: the devices were not available for investigation. Therefore neither the article code nor a lot number was provided. A review of the device history records must remain incomplete due to a lack of information. As well a definitive root cause cannot be determined due to the same circumstances. A investigation was not possible without a article return or further information.

Event description:
Associated medwatch-reports: 9610612-2020-00228 (400474862), 9610612-2020-00404 (400480755), 9610612-2020-00403 (400480756).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with collect.no.qas spine. According to the customer description, it was reported that the revision surgery is scheduled for (B)(6) 2020. After a total disc replacement (tdr), there was anterior migration of the implant 6 months postoperatively. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00228 ((B)(4) ae-qas-sp42), 9610612-2020-00404 ((B)(4) ae-qas-sp42).